Manufacturer narrative:
The root cause of the injury is determined to be the user error. The customer failed to follow the user's guide instruction when refilling the electrode. Beckman coulter au5800 clinical chemistry analyzer user's guide instruct the user to use care to avoid breaking or damaging the glass reference electrode.

Event description:
After refilling the internal reference solution into reference electrode in the ise (ion selective electrodes) module of the au5800 clinical chemistry analyser, the customer forced the cap back on to the electrode; the customer broke the electrode and cut the finger. The customer went to the medical emergency room and received four (4) stitches on the 4th finger of right hand. The customer went to home for the rest of the day (friday) of injury. The customer returned to work on the following monday. The emergency room physician did not recommend any time off from work due to the injury.